Event description:
It was reported that patient experienced inadequate stimulation despite of multiple reprogramming done. The physician gave patient an epidural injection to manage the pain.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced inadequate stimulation despite of multiple reprogramming done. The physician gave patient an epidural injection to manage the pain. Additional information was received that the patient underwent an ipg replacement procedure. The explanted ipg was not returned due to the medical facility policy.